Event description:
This is a report of a flo-gard pump with a failure code 94, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if there was patient involvement, injury or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected conclusion code was erroneously omitted from the initial medwatch report.

Manufacturer narrative:
The serial number and product code are not known, therefore a 510k number cannot be provided. The device will not be returned to baxter for evaluation. The customer reset the time and the date and the error code 94 then stopped occurring. Should additional information become available a follow up medwatch will be submitted. (B)(4)